Manufacturer narrative:
The investigation for the access site bleed and the positioning issue has been completed. The pump was not returned for investigation, and a data log review was not required for this case run. According to the clinical team, the patient received 2 units of blood after reported bleeding from the swan site. Additionally, the impella was pulled back during repositioning. The cause of the positioning issue was most likely use related since pump was pulled out during repositioning. The cause of the access site bleeding issue was most likely patient condition related. The bleeding was unrelated to the impella, as it was reported at a non-impella access site. Added h6 impact code 4627 corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. While on support, oozing noted at the swan sheath site. The patient received two units of blood. Additionally, the patient was explanted at bedside due to malposition. The patient survived the event.